Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. A review of lighthouse logs revealed error 23062, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The da vinci commander program was utilized to confirm the proper operation both the high side switch and the armrest motor/brake systems; no anomalies were observed. Following this software verification, a digital multimeter was used to measure voltages throughout the armrest motor and brake circuits. All measured values met specification, and no issues were detected. In addition, the mceb board was removed from the stand to check for cold solder, and none was found. The mceb was installed in a known good system and demonstrated expected performance. Ten consecutive power cycles were performed, with all ergonomic functions physically verified for proper operation after each cycle. The mceb subsequently idled in the system for eighteen hours without incident. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.the probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the mceb board found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This issue is captured in the gen 5 clinical risk analysis (cra), system, 818555-10 rev. W, via risk ID g5-sys-6153.

Event description:
It was reported that the or staff called in during a procedure to report a series of ergonomics errors. Before calling, the caller followed prompts to restart but encountered the error on both attempts. The caller continued with the second console, and no further troubleshooting was performed. The tse verified the 23062 error in the logs for the ergo armrest, and the customer continued with one console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658440-21 mceb to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.